Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. After primary cleaning using an olympus disposable cleaning brush, reprocessing was done using an oer-3/4/5 automatic endoscope reprocessor. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a black foreign substance came out of the tip of the channel when using a cleaning brush to brush the tip of the scope during reprocessing. The scope was not used. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following non-reportable malfunctions were found during the device evaluation: angulation play, insufficient angle, forceps table burnt, peeling off of objective lens adhesive, light guide (lg) lens crack, lg lens adhesive peeling, bending section cover (a-rubber) adhesion , a-rubber adhesive part cloudy , no limit length, objective lens (ob lens) missing, haggling collapse, image guide (ig) snake tube scratch, switch-4(sw4) rubber scratches, ig corrugated oredome , lg corrugated tube connector side oredome. It was later provided the customer was unaware of the foreign material. Pre-cleaning information: the device was cleaned, disinfected and sterilized prior to being sent for evaluation. There was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. The device insertion section was wiped. Aspiration of the water through the instrument/suction channel was conducted. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The channels were brushed and the air/water nozzle was flushed with detergent solution. Based on the results of the investigation, when checking the foreign object sent, it was a thin black object with a sticky material on one side. A peak similar to polyester was detected on one side and polyethyl acrylate on the other sticky side when component analysis was performed. In addition, we obtained a peak waveform that matches the maehan sticker attached to the outer surface of the device. When we checked the appearance of the equipment in question, we found that part of the label was peeled off, and it almost matched the shape of the foreign object that was sent. However, the cause of the event is likely due to the device's surface seal peeling off due to interference with some kind of object and entering the channel. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.